Event description:
Patient undergoing leg arterial assessment. During inflation of bp cuffs w/ flo lab, pt experienced pain. Following deflation, a rt thigh hematoma was noted. Three days later, pt also developed large blister at same site.